Event description:
Customer reported that her insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is protruding on her insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.